Event description:
This lead was implanted on (B)(6) 1993 and capped on (B)(6) 2012 due to impedances less than 200 ohms. The procedure took place at (B)(6)hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).